Event description:
Leaking x2 with ultrasite IV set. Leaking just below the connector of the needleless injection site. First pt receiving bolus of fluid due to low urine output. Condition did not improve. Found puddle of fluid under bed. Pt required additional fluid. Second pt on dopamine infusion which had to be increased because of leak. Pt may have received more medication than necessary.